Event description:
Device was returned for service. During service, technician found the device does not have much power, the hose is damaged, and latch is worn from use. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the hose had a hole in it, the locking mechanism was faulty, and the device failed noise and rpm testing. This was attributed to normal wear. The device was repaired and returned to the customer.